Event description:
It was reported that the programmer displayed an error code during use. It was further reported that the programmer display had frozen up and was unresponsive. The users were unable to turn the programmer off using the on/off button, so the battery was removed and re-installed. Doing so cleared the issues temporarily, but the issues recurred. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.